Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was most probably damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore, a potential damage of the ICD lead implanted with this device should be taken into consideration. In a next step, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged most probably due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
After an implantation period of approx. 60 months, the physician decided to give a manual shock to the patient. After that the device delivered further shocks. Device is now unable to be interrogated. Apart from the shocks, no further adverse patient side effects have been reported. The ICD was explanted and a new system was implanted.